Event description:
The complainant reported that in 2004 a therapeutic enteryx procedure was performed on a patient (age and gender unk). The complainnat reported that 2 mos later the patient reported dysphagia, which was treated with a single dilation. There was no patient weight loss reported. There were no reports of continued adverse affects on the patient as a result of the procedure.